Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for unknown screws, with unknown part and lot numbers. UDI: unknown part number, UDI unavailable. Sudden increase in neck range of motion. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: yue, w., brodner, w., and highland, t.r. (2005). Long-term results after anterior cervical discectomy and fusion with allograft and plating. Spine, vol 30, num 19, pp 2138-2144. This was retrospective review of a cervical spine locking plate (cslp) study performed between (B)(6) 1992 and (B)(6) 1997. The purpose of the study was to assess the long-term radiologic and clinical outcomes in patients who had anterior cervical discectomy and fusion with allografts and plate fixation. The devices implanted in this study were: allograft (non-synthes device), synthes cslp (n=60 patients) and 11 patients had non-synthes plating systems. Plates were applied with unicortical screws. It is unknown if synthes screws were used, therefore, any screw related complications will be assessed. The study population included: 176 patients with 71 that returned for follow-up (38 females, 33 males, 134 disc spaces); average age 52.7, ranging 32-78 years; follow up period was an average of 7.2 years, ranging 5.4-11.1 year; surgery was performed on one - four levels; 21 patients were smokers; and the first 12 patients intermittently used soft collars. The authors did not specify the association between the devices and complications. Therefore, all complications will be captured. Complications: a (B)(6) female, smoker, had 3 level surgery from c3-c6; post-operatively, neck pain improves and weakness, numbness, and pain in upper extremity were completely resolved; 6 months post-op fusion complete; first years later, experienced worsening of neck symptoms and had sudden increase in neck range of motion; x-rays showed nonunion at c3-4 and c5-6 with malfunctions - broken plate at c5-6, proximal screws in c3 loose and backed out,locking screws in c6 loosened; no revision surgery performed. This is report #3 of #5 for (B)(4). This report is for an unknown screw with an unknown part number, lot number and quantity.